Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that they ran quality control (qc) on 19-may-2018, which was acceptable. When the customer reran qc on (B)(6) 2018, it was out of range. The discordant result was obtained between these dates. There were ion-selective electrode (ise) buffer pump errors. The siemens customer service engineer (cse) visited the customer site. The cse checked the ise operation (valves, pumps, mixer flea movement, and fluid dispense), which were functioning properly. The cse checked the buffer and baseline fluid lines, which were functioning properly. The cse decontaminated and rinsed the buffer line. The cse primed buffer and ran coefficient of variation check, ise standards and ise qc, which were acceptable. The cse instructed the customer to run ise qc every two hours for that day. The customer monitored the qc, and all results were acceptable. A siemens headquarters support center (hsc) specialist reviewed the service report and determined that the cse checked and cleaned the ise 24 volt power supply and found the plug/connector to be broken. The cse resolved the issue by repairing the 24 volt power supply connection. The hsc specialist concluded that the cause of the discordant result was due to the faulty electrical connection on the ise 24 volt power supply that interrupted the normal ise operation. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on an advia chemistry xpt instrument. The initial result was reported to the physician(s). The sample was repeated on an alternate advia chemistry xpt instrument, resulting lower. The result obtained on the alternate advia chemistry xpt instrument was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated na result.